Event description:
11/17/99 - valve was returned to MFR for evaluation - reported problem from hosp "ventriculo-peritoneal shunt malfunction". 11/30/99 - returned valve was visually examined and sterilized prior to being tested according to mfg spec. The pressure/flow performance characteristics of the valve were tested. The valve was disassembled and examined under a microscope for defects. Initial non-magnified visual examination did not show defects, but the valve was covered with blood and debris. The pressure flow characteristics of the valve were similar to the performance characteristics of the high pressure valve, which is indicative of an obstruction of the slit sleeve aperture. When the valve was disassembled, and measured under 63x magnification, it was evident that the measurement of the slit was below spec.